Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-mar-2026, it was reported by a sales representative via email that two ar-1927bcnf-45 biocomposite corkscrew ft anchors experienced issues during use. According to the report, the first anchor broke prematurely while being inserted into the bone. The second anchor also broke but was approximately 75 percent into the bone and held securely, allowing the case to be completed with that anchor. This issue was discovered during an open rotator cuff repair procedure performed on (B)(6) 2026. Additional information was received on 01-apr-2026: the fragments were not retrieved and remained deep within the bone. The case was delayed by approximately five minutes, and no additional anesthesia was administered. The patient¿s bone quality was assessed as better than expected, and the standard punch from the recommended line was used.